Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube didn't draw enough volume of blood."

Manufacturer narrative:
Bd japan received a sample and attached twelve (12) photos for investigation. The sample and photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.